Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level ranged from 84 mg/dl to 87 mg/dl. Reportedly, the bg level was normal for the customer and the customer did not believe the bg level was caused by the pump or supplies. The customer had manual injections as alternate insulin therapy.